Manufacturer narrative:
The initial reported event of rv lead impedance/oversensing was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ICD (implantable cardioverter defibrillator), which was connected to this lead, measured unstable pacing lead impedance values. A lot of nst's with short vv cycles were observed and the sensing integrity counter of the ICD registered a high number of short v-v intervals, oversensing and noise. It was further reported that the lead exhibited a fracture. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The initial reported event of rv lead impedance/oversensing was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory also indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range, the impedance trend of the right ventricular defibrillation coil was variable and the impedance trend of the superior vena cava defibrillation coil was variable. If information is provided in the future, a supplemental report will be issued.